Event description:
During a tracheostomy change, the neonate experienced respiratory distress when the nurse removing the trach, could not get the cuff to deflate. The nurse removed it with the trach inflated. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.